Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify possible under/over delivery anomaly due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked case at display window corners, missing o-ring reservoir tube, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that insulin pump had under delivering and high blood glucose. The blood glucose at the time of the incident was 384 mg/dl. Other values were 242mg/dl and 317mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.